Event description:
Suture used during a laparoscopic cholecystectomy broke. Piece was left in the pt and had to be dug out.

Manufacturer narrative:
Two opened samples were returned. Knot pull strength testing was performed and found to be within mfg and usp specifications. No defects were observed on the fiber which could cause rupture. Lot history review found no related defects. Five retained samples were also evaluated for tensile strength and found to be satisfactory. One previous complaint has been received onthis lot for an empty package. It was not confirmed and has no bearing on this complaint.